Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs does not support the customers report on the event date. Review of the activity logs does show on (B)(6) 2017 the device was set to defib manual mode, set energy down to 30j, charges, and delivered a shock to the patient through user intervention. The outcome of this investigation does not substantiate the customer's report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device self discharged after the main knob was switched to monitor mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.